Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the device misfired. It was fired twice without difficulty then when it was used with a purple cartridge, the device misfired. Another stapler was opened and used for the remainder of the case. There was no patient injury reported.